Event description:
It was reported that the patient underwent knee revision nineteen years post implantation due to bearing wear and fracture and femoral component loosening. Bearing, femoral component and tibial component were removed, spacer was put on and patient will be scheduled for a total knee replacement. No further information is available.

Manufacturer narrative:
Cmp (B)(4). D10 ¿ unknown oxford 4mm small poly, lot unknown. Unknown oxford cemented tibia (size unknown), lot unknown. Unknown cement, lot unknown. G2 ¿ foreign ¿ australia. Visual examination of the provided pictures identified a fractured and worn bearing, a tibial tray and femoral component. They appear to be cementless implants. There is partial coverage of cement on the tibial tray and the lot number is revealed it cannot be read due to the poor quality of the photo. Although the bearing can be confirmed worn and broken, the reported loosening of the femoral component cannot be confirmed from the photographs. A review of the device manufacturing records could not be performed due to missing lot numbers. Based on the available information, the reported event of bearing wear and fracture can be confirmed however the femoral loosening cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.